Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional concomitant medical products: right mentor smooth round moderate plus profile saline prosthesis, catalog: 3502450, (B)(4), lot: 5907333. (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent primary breast augmentation with mentor smooth round moderate plus profile saline prostheses on (B)(6) 2009 observed initially on (B)(6) 2018 a loss of volume and sagging of both breasts, however, more prominent on the left side . She also stated that she can feel them moving around. The patient did not report a date of explantation or replacement. This report is for the left breast prosthesis.